Manufacturer narrative:
This is an addendum to the initial MDR to document additional medical records information provided. Currently, it is unknown whether the bard/davol flat mesh device may have caused or contributed to the reported event. The information provided alleges that on 02/19/2008 the patient presented with pelvic pain in the lower abdomen that radiates to the lower legs. The doctor notes "minimal vaginal vault prolapse and pain possibly due to pelvic adhesions". Due to the patient's history of multiple pelvic procedures pre bard/davol flat mesh placement it is unknown whether the noted adhesions can be attributed to the device; however, adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The 2009 annual medical visit doctor notes indicate there is a second degree cystocele and a third degree rectocele with surgical intervention recommended. In the medical records provided there is no post implant mention of the bard/davol flat mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided the patient's clinical course is unclear. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
As reported on (B)(6) 2017, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2007 - the patient underwent a sacrocolpopexy, tvt, anterior/posterior repair and a bilateral salpingo oophorectomy with implant of a bard flat mesh and a non-bard davol sling. The attorney alleges the patient experienced an unspecified adverse outcome associated with use of the device. This is an addendum to the initial MDR to document additional information based on medical records provided: (B)(6) 2007: the patient underwent colposacropexy, laparotomy with bard/davol flat mesh, bilateral salpingo-oophorectomy, tension free vaginal tape (non bard/davol) urethropexy, and anterior and posterior colporrhaphy. The bard flat mesh was fitted between the vagina vault and the sacrum. Both ends of the bard/davol flat mesh were sutured to the periosteum of the sacrum with prolene sutures. The posterior wall of the bladder was cleared by sharp dissection from the posterior wall of the vagina. The vaginal vault was identified, both ends of the bard/davol flat mesh were sutured to the vaginal vault with two interrupted prolene sutures. The vagina was suspended upward and backward. The redundant portion of the bard/davol flat mesh was cut off. A non bard/davol prolene tape (advantage) covered with a plastic sheath was introduced into the retropubic space using a needle instrument and brought up to the suprapubic area. (B)(6) 2008: the patient presented to her yearly physical with complaints of pelvic pain in the lower abdomen that radiates to the lower legs. Md notes indicate a minimal vaginal vault prolapse and pain possibly due to pelvic adhesions. Pain rated as a 3 on a scale of 10. (B)(6) 2009: the patient presented to her annual medical visit with complaints of rectal pain. Md notes there is a second degree cystocele and third degree rectocele. Surgical intervention recommended. (B)(6) 2010: the patient presented to the md with complaints of pelvic pain that is reported to have been present for a year. The pain is reported to be located in the lower abdomen/pelvic area, vaginal and rectal area. The pain is reported to be worse when sitting. Patient reports the symptoms appear to be worsening and also include fatigue, depression, gas, painful intercourse, painful urination, rectal problems, sleep disturbances and urinary frequency. Md assessment notes describe "unilateral femoral hernia without obstruction or gangrene, perineal hernia, unspecified disorder of the coccyx."

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode or patient injury was alleged. The medical records provided were limited to the patient's implant tracking log only. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a sacrocolpopexy, tvt, anterior/posterior repair and a bilateral salpingoophorectomy with implant of a bard flat mesh and a non-bard davol sling. The attorney alleges the patient experienced an unspecified adverse outcome associated with use of the device.